Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent/medical intervention. Device issue: stent dislodgement. It was reported that the stent could not cross while advancing the stent to the rca. It was decided to pull back the stent and when the stent delivery system had been removed, it was realized that the stent was dislodged and floating in the ostial of the rca. There was time to snare out the stent because the patient was going into a cardiac arrest. Therefore they had decided to deploy another stent to oppose the vision stent to the arterial wall. It was reported the the patient died within 24 hours after the procedure. However, the patient death was not due to the procedure or the device. The patient had liver cancer and died from liver failure. No additional event or patient information is available.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. Internal file number - 83109/1: during processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor.